Event description:
It was reported that the programmer powered up to a white screen and then it would not do anything else. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer booted to a white screen. The device had an intermittent white screen, the low voltage differential signaling (lvds) was loose, this was reseated to the screen to resolve the issue. It was also noted that the microphone was out of specification. Product ID 2067, serial# (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered up to a white screen and then it would not do anything else. The programmer was returned for service. No patient complications have been reported as a result of this event.